Manufacturer narrative:
The device was returned to the manufacturer for eval. The examination of the returned device confirmed the reported event of suspected thrombus. The pump was returned with the percutaneous lead cut at the end of the dacron velour and the severed portion was not returned. The inflow and outflow cannulae were not returned. The proximal and distal-sides of the pump stators showed no evidence of deposition or thrombus. Further investigation revealed rings of tissue-like thrombus around the inlet bearing cup and the bearing ball. The rings appeared to have formed in laminated layers, indicating that the tissue formed over an undetermined period of time. The thrombi would have impeded rotor rotation, causing the observed increase in pump power consumption and calculated flow. The cause of thrombus formations could not be determined. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that thrombus was suspected in the pt's pump. It was noted that there was elevated power and flow with renal function deterioration. There was also increased flow through the pump. A decision was made to exchange the lvad pump for another lvad pump.